Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During gas calibration, the operation stopped when its gas flow was 5l/min. Data logs were returned and analyzed. The results are: on 03-feb-2017, 09:17:06 gas system calibration started, 09:18:23 calibration successful, 09:19:14 flow set to 0 l/min, o2 to 21%, 09:37:18 flow set to 0.7 l/min, 11:05:10 flow set to 0 l/min, 11:18:32 o2 set to 50%, 11:30:04 flow set to 1.5 l/min, 11:46:03 flow set to 1.0 l/min, 12:04:50 flow set to 0.5 l/min, o2 set to 30%, 12:46:51 o2 set to 45%. From 12:47:58 to 14:04:21, flow was changed 5 times. At 15:38:03 flow was set to 0 l/min and the perfusion screen was exited at 16:45:55. No indication of any problems. The system is power cycled and a perfusion screen is opened at 20:23:49. The perfusion screen is exited at 20:25:43, before the 15 minute warm up completed. During this time the gas system calibrate button would be inactive as designed and would prevent calibration. It's possible this is what caused the complaint, but there was no issue indicated in the log.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed to calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. After the 15 minute warm up period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.74 volts, within the specification of .55-2.758 volts. Calibrated the epgs 10 times with no failure to calibrate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per service repair technician (srt), the electronic patient gas system will go through the full 2-year reconditioning process as a precautionary measure. The unit operated to the manufacturer's specifications.